Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images. Batch 38434 tested on 17nov2014 using lots id230, 221264 negative reactions for all cells. All cells except 1, 3, and 6 are e=, these e= cells are all visually negative. Cells 1 (e+e+), 3 (e+e=), and 6 (e+e+) are visually equivocal although resulted negative by the echo. Controls reacted as expected an immucor field service engineer visited the customer site to assess the instrument. All maintenance is up to date and acceptable, all other samples and qc are reacting as expected indicating instrument and reagents are acceptable. This sample was w+ in tube with peg. Although resulted negative by the echo there is reactivity in the e= cells. The echo resulted negative but there was visual reactivity in the wells. Customer communication cc 09-042-02, released in november 2009, advised customers to perform a visual verification of negative capture-r screen and ID reactions on the echo.

Event description:
On (B)(6) 2014, immucor received a complaint for unexpected negative results when testing a blood sample using capture-r ready-ID (crrid) on the galileo echo instrument, when tested on (B)(6) 2014.